Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that when the programmer was turned on, the orange light on the radiofrequency (rf) head was not illuminated. The head was replaced with a new one but the problem could not be solved. Upon visual check, an issue was noted near a connector on the programmer. The programmer is expected to be returned to the manufacturer. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, there was a loose contact in the programming head connector on the link electronic module (lem) circuit board.